Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection of the uv flash cap prep kit to the transfer set impaired the loading of the transfer set into the uv flash assist device. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. The dimensions of the device measured to specifications. Functional testing was completed with no issues found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.